Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. The distal end of the catheter was untrimmed. A break was observed in the catheter shaft between the 1cm and 2cm depth markings. The proximal catheter segment, including the molded joint, extension tube and luer adapter was not returned for evaluation. Adhesive residue was observed near the break site. Microscopic inspection of the break revealed a sharply defined, dully granular fracture surface. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the break. The fracture features, tensile weakness and necking were consistent with material failure due to tensile (pulling) stress. These observations appeared consistent with the event description, which indicated that the ¿catheter got ¿snagged¿ whilst patient was showering¿. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that catheter got "snagged" whilst patient was showering and the last 3 cm of the catheter and the hub snapped off. PICC had to be removed. Patient has to wait for 3 days to receive another PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3685 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter got "snagged" whilst patient was showering and the last 3 cm of the catheter and the hub snapped off. PICC had to be removed. Patient has to wait for 3 days to receive another PICC.